Manufacturer narrative:
Investigation summary: lot#: 8184327 DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog test was conducted on 10pcs retention samples and all no needle clog found. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation; base on investigation above, the certain cause cannot be concluded at the moment. Investigation conclusion: based on the investigation above, the certain cause cannot be concluded at the moment. However, we will keep monitor on similar issue from filed and trending regularly. Root cause description: no returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. Rationale: according to dfema 149rmn-0004-03, the severity of cannula clog is moderate(s3), the actual complaint rate of pen needle clog is less than 1 cpm(o1) since from 2017. According to CPR-028, the risk level is low, no need to open CAPA.

Event description:
It was reported that during use of the pen needle 32x4 asia xtw the pen needles blocked preventing the injection of medication. This occurred on 50 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: spoke to end user after receiving call from pharmacy regarding report of issue with pen needles being blocked. Consumer advised that she found needles blocked either when attempting to prime or when attempting to inject dose.